Event description:
It was reported that there was a trend arrow issue. The sensor was inserted into the arm on (B)(6) 2025. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).